Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unk solution. After an unspecified length of time in use, the customer contact reported the tubing separated from one of the clave y-sites. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device was received. Investigation is not complete. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device cannot be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).